Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. Their trial started on (B)(6) 2024. It was reported that the bandages and leads were hanging. It was unknown whether the issue was resolved. Additional information was received from the hcp stating that there were 2 leads and their lot numbers were provided. The cause of the leads hanging was unknown. They had no recollection of bandages or leads "hanging" on the follow up. The issue was resolved. The cause of the bandages hanging was unknown. The leads were removed as resolution.

Manufacturer narrative:
Continuation of d10: product ID 306001, lot# 60575023, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type screening device, product ID 306001, lot# 60553766, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# 60575023, implanted: (B)(6) 2024, product type: screening device. Product ID: 306001, lot# 60553766, implanted: (B)(6) 2024, product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp stating that there were 2 leads and their lot numbers were provided. The cause of the leads hanging was unknown. They had no recollection of bandages or leads "hanging" on the follow up. The issue was resolved. The cause of the bandages hanging was unknown. The leads were removed as resolution.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. Their trial started on (B)(6) 2024. It was reported that the bandages and leads were hanging. It was unknown whether the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown implanted: (B)(6) 2024 product type screening device product ID 306001 lot# unknown implanted: (B)(6) 2024 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.